Event description:
It was reported that the customer was hospitalized with high blood glucose of 24.9mmol/l. It was stated that the customer was unsure if a button down was held for more than three minutes or longer. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests. The pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The pump was received with a cracked case at the display window corners, cracked reservoir tube window corners, a cracked reservoir tube window, cracked battery tube threads, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.